Event description:
Patient reported they were seen by their dentist who informed them that the aligners have caused damage to their teeth and they need to stop using them.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.